Manufacturer narrative:
The product was not returned for analysis. The reporter states the use of "ocucoat 2 percentage hydroxypropylmethylcellulose " as viscoelastic, which is not qualified to be used with the associated product. The root cause for the reported complaint could not be determined. No sample was returned for analysis. The reporter states the use of a non-qualified viscoelastic. The use of an unqualified combination may cause damage to the intraocular lens (iol) and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Correction information was provided in h.6. On initial medical device report (MDR) the FDA evaluation codes of b.17 was submitted. It should have been b.20. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. This product is not approved or introduced into commercial distribution in the united states. However, this medwatch is being filed based on a similar product cnwet3-t6 that is sold in the united states under (PMA/510(k) # (p190018). The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that following an intraocular lens (iol) implant procedure, on the first day following surgery, iol positioned on implant axis and the patient's visual acuity was very good. A deterioration in vision a few weeks after surgery. Implant axis check revealed subsequent rotation of the iol. Repositioning of the iol may be necessary and surgery date not yet scheduled. As per surgeon removed the viscoelastic material extremely well after the first instance of subsequent rotation and pressed the iol against the posterior capsule everything as it should. Nevertheless, subsequent rotation of the iol occurred. Additional information has been requested and received stating on day 1 post-surgery, the patient achieved emmetropia and was satisfied with the outcome. However, deterioration of vision was observed during the follow-up examination, with the target axis value being 100 degrees and the actual axis found to be 67 degrees. Iol re-rotation was currently not planned, as the patient lives abroad, and hospitalization was not necessarily due to the event. In the surgeon¿s opinion, the surgeon had been implanting toric lenses for 10 years without previously experiencing any lens rotation and had recently switched to a different toric lens model. Even during implantation, the surgeon noticed that the smooth surface of the new lens made rotation in the anterior chamber for axis positioning much easier than with the lenses previously used. Viscoelastic and surgical techniques were "as usual," but the new material handled significantly differently, with the previously used lenses being considerably less "mobile" during rotation than the new ones.